Manufacturer narrative:
This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.this investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received on (B)(6) 2026, protect study patient experienced admission due to dyspnoea endocarditis of aortic valve and stent graft with enterococcus faecalis. Event onset is (B)(6) 2021 and the event is listed as ongoing. The event is recorded as possibly related to the amds device and possibly related to the amds implant procedure. There was no pre-existing condition noted that caused or contributed to the event. Treatment was provided and the event outcome is listed as ongoing. The amds device was implanted on (B)(6) 2019.